Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative reported that rotor stopped abruptly during a 3d spin. The imaging system lost its home positioning. The site used a different imaging system. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date. During the onsite inspection, the system's logs were sent to the manufacturer for analysis. The issue could not be replicated. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. (B)(4).

Event description:
A medtronic representative reported that rotor stopped abruptly during a 3d spin. The imaging system lost its home positioning. The site used a different imaging system. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date.